Event description:
The programmer was returned the manufacture for repair and subsequently tested out of specification.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - analysis found that the guides for the keyboard slide plate were broken. Additional findings noted the power cord bay door was broken out and missing. Cooling fan was noisy, and the tip of the stylus pen was loose. The rf head upper case had a chunk missing.